Event description:
It was reported that during the pta procedure of an iliac vein, the balloon was easily inserted into the 5f sheath and inflated, but after it was deflated, and upon removal, the balloon became stuck in the introducer sheath. When trying to remove the balloon through the introducer sheath, the sheath folded back. The dr had to remove the balloon and the sheath together. There was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met release criteria. This included all tests for proper introducer sheath passage. The sample is in transit to the manufacturing site for eval. Based on the info currently available, the results of the investigation are inconclusive and the root cause is unk. The current info for use for this device states: precaution: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as one unit.